Manufacturer narrative:
Findings: pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and unexpected alarm error test due to motor error alarms. Pump passed displacement test, rewind test, basic occlusion test, prime test and self test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with corroded battery tube, cracked reservoir tube lip, peeling address/serial number label, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had received a motor error alarm and had a loose drive support cap. The customer's blood glucose level was unknown. The device will be returned for analysis.